Event description:
It was reported that the customer had multiple low blood glucose episodes and he feels the issues were due to a defective reservoir, which caused an over delivery of insulin. The father stated that the customer has a doctor appointment and he will discuss with the doctor. Attempted to call back the father several times without any results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.